Event description:
It was reported patient failed to charge the device as recommended and leading ipg to be inoperable and unable to be recovered. As such., surgical intervention was undertaken wherein the ipg was replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.